Event description:
A customer reported smoke and odor emanating from the advia (r) workcell interface pc. No open flames were seen from the ul listed instrument. The customer unplugged the pc. There was no report of adverse health consequences as a result of the smoke. There was no report of adverse health consequences as a result of the instrument shutdown.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the smoke is meltdown (no sparks or flame) of an internal pc component. A siemens healthcare diagnostics field service engineer replaced the power supply and restored the pc to service. The instrument is performing within specifications. No further evaluation of the device is required.